Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable assembly was cleaned and regreased. The battery packs were replaced. The charger board was replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a low ma error message outside of a case and made a popping noise. No pt injury was reported.